Event description:
In (B)(6) 2015, patient complaining of pain in her knees, underwent several examinations, as a result of which she was diagnosed with 'mild gonarthrosis' and 'goose foot tendinopathy' in her left knee' and was referred for arthroplasty surgery. On (B)(6) 2015, the patient underwent a planned arthroplasty operation on her left knee at the hospital in (B)(6), where she was hospitalized until (B)(6) 2015. Early on after the operation, the patient began to complain of constant pain in her left knee, instability and an inability to walk. In (B)(6) 2016, as the intense knee pain persisted, the patient was hospitalized and ruled out the presence of a periprosthetic infection. Despite the long period of time that has elapsed and the numerous therapies, examinations and tests that have been carried out, the arthroplasty operation can be considered an absolute failure and the applicant's situation has not improved, with constant and intense pain persisting in her left knee with serious functional and movement limitations and consequent inability to walk. The current situation is such that the patient has also lost her autonomy in the acts of daily living (housekeeping, personal care, travelling and going out and so on) for which she is now constantly dependent on her daughter. It was alleged that there has been mispositioning of a component as a result of which there has been lateralization of the patella. Doi: (B)(6) 2015. Dor: unknown. Affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. E3 initial reporter occupation: lawyer. E3 initial reporter occupation: lawyer. Follow-up is being conducted to obtain legal contact information. If/when the contact information is received, a supplemental med watch report will be submitted. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary = no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.